Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(6), product type: programmer. Concomitant medical products: other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97745 patient programmer (ptm) (serial number#: (B)(6)) revealed, complaint unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For spinal pain. It was reported, that their controller won't charge. Pt stated, the green light illuminates on the ac power cord. Pt also stated, they reset the controller and the issue did not resolve. Pt mentioned, they were able to charge their implant just fine. And confirmed, the controller is charged to 80% and implant is at 100%. Patient services (ps) instructed pt to remove battery pack and connect to ac power cord. Pt confirmed, the controller did not power on. The issue was not resolved. Additional information received, from the patient. It was reported, that the patient received their new controller and it seemed to be working fine. Now the ac power supply would not charge the controller. They took the li battery out and replaced it. But, that did not resolve the issue. They tried multiple outlets in their house that they knew worked. The green light of the ac power supply was on. The patient removed the li battery and plugged the controller in and the controller did power up. They replaced the li battery and saw the flashing green light. It was reviewed, that the li battery may have not been properly seated in the compartment before. The issue was resolved. Additional information was received, and it was reported, that the patient got replacement controller, but are still having the same issues charging controller. I want to try sending a new ac power cord. Additional information was received, from the patient. The pt called and stated, that she received, the replacement ac power cord and it works great. The pt stated, she did not see a pre-paid label to send back the old cord. Pss reviewed, that repair does not take the old ac power cords back.